Event description:
It was reported the ventricular lead presented with over sensing and sensing difficulties. Patient is scheduled to have the lead replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation had cosmetic depression.

Event description:
It was reported the ventricular lead presented with over sensing and sensing difficulties. Patient is scheduled to have the lead replaced. No patient complications were reported as a result of this event. It was additionally reported that the patient received shocks due to t-wave over sensing. The lead also had diminishing r-waves. The lead was capped, partially explanted, and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the proximal segment of the lead was returned and analyzed. A distal portion was received measuring 48.5 cm. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular (rv) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead developed a cosmetic depression while in vivo.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.